Event description:
It was reported that the patient presented in clinic due to symptoms of exacerbated congestive heart failure. A device interrogation was performed and found that their left ventricular (lv) lead exhibited failure to capture. A chest x-ray was performed and discovered that the lv lead had been dislodged. The lv lead was explanted and replaced. The patient had no adverse consequences due to the event.

Manufacturer narrative:
The reported events were for loss of capture and lead dislodgement. As received, a complete lead was returned in one piece for analysis. The reported event loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. The s-curve hump height was measured within specification.